Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Angle between proximal aaa neck and main axis of aaa is 16, aortic neck below the renals is 23 mm, distal diameter is 24 mm, its length is 21 mm and the aneurysm is fusiform in shape with a diameter of 50 mm. The investigator assessed there was unintentional movement of the stent graft. It was reported that an event of stent graft thrombosis occurred six months post index procedure. The patient had a thrombectomy with poor inflow. Right ilio-femoral bypass, left fem-fem crossover, endartectomy left cfa, pfk, and sfa. The event resolved three days later. The investigators assessment states that the event is related to the study device and study procedure. There was also a right iliac limb occlusion with an intervention at the same time as the previous procedure. There was tight stenosis of the proximal right limb of the graft (bifur.). Two atrium stents were placed to resolve the event. It was reported that eight months post index procedure that the patient had stent graft stenosis requiring a secondary intervention. An open procedure was performed. A right axillofemoral graft and a femoral-femoral cross over graft was performed with the event resolving and the patient recovering. The investigator assessment states that the event of stent graft stenosis is related to the study device; however is not related to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion, conversion to surgical repair); other (cause is unknown) evaluation codes, conclusion: other (cause is unknown).